Manufacturer narrative:
Date sent to FDA: 09/14/2020.

Manufacturer narrative:
Date sent to the FDA: 1/7/2021. H6: appropriate term / code not available (e2402) utilized to capture mesh migration. Additional b5 narrative: it was reported that the patient experienced mesh migration, bowel perforation, and nerve damage following the surgery.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have copies of your hernia operative reports, including your initial surgery on (B)(6) 2007 and subsequent surgery on 3/19/2013 for device removal? Does ethicon have your permission to contact your surgeon(s)/doctors, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient had a hernia repair procedure on (B)(6) 2017 and the mesh was implanted. It was reported that after two weeks the patient had much pain, and couldn't stand up for long periods of time. It was reported that the patient had trouble with bowels moving, and passing gas was very pain ful. It was also reported that the patient I had ovaries removed to see what was wrong. It was reported that the patient had extensive dense adhesions especially on the right side where the mesh was, and when cleaned out they continue to grow back. It was also reported that the patient had 6 years of much pain walking with cane. It was also reported that the patient almost died at removal of the mesh and was left disfigured.